Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a defibrillation threshold test, t-markers were not noted after 20 seconds and there was oversensing of noise. An external 150 joule shock was delivered which didn¿t stop the rhythm. After the external shock, the subcutaneous implantable cardioverter defibrillator (s-ICD) started to charge and a 65 joule shock was delivered which successfully terminated the arrhythmia. The total time to treat was 37 seconds. The physician changed the polarity of the s-ICD to the secondary vector and a dft was performed again successfully within 23 seconds. The electrode remains in service. No adverse patient effects were reported.